Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 at approximately 7:00 pm, the patient called 911 after his cgm displayed a reading of 347 mg/dl. Prior to calling for emergency medical services (ems), the patient did not check a blood glucose meter (bgm) reading. He reported symptoms of dizziness, lightheadedness, shakiness, confusion/disorientation, and a sensation of feeling overheated. Upon arrival, ems checked his blood glucose via meter, which showed 320 mg/dl, while the cgm continued to display 347 mg/dl. The patient was transported by ambulance to the hospital, where he received intravenous (IV) insulin and three oral pills; however, he was unable to recall the names or dosages of the medications administered. The patient reported symptom improvement following treatment. At the hospital, no additional bgm checks were performed. The patient did not recall the cgm reading at that time but stated he was informed that the readings were considered accurate. He received additional IV insulin and two oral pills, with medication names and dosages unknown. The patient remained in the hospital for approximately 10 hours. No other treatments or medications were reported. The patient continued wearing the cgm sensor and reported feeling better after discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.